Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for one sample. The following data was provided: sid (B)(6)initial result = 105.6 mmol/l, repeat on another instrument = 140 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The customer replaced the nozzle c4 #1, #4, #5 (rohs) which resolved the issue. No additional discrepant result issues have been reported since the part was replaced. Return testing was not completed as returns were not available. An instrument service history review revealed no additional service tickets associated with erratic or discrepant results for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c did not identify any trends associated with the complaint issue. A review of tracking and trending for the nozzle c4 #1, #4, #5 did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the nozzle c4 #1, #4, #5 was identified.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for one sample. The following data was provided: sid (B)(6) initial result = 105.6 mmol/l, repeat on another instrument = 140 mmol/l. No impact to patient management was reported.